Manufacturer narrative:
(B)(4). Care fusion advised the distributor, that the issue appeared to be a communication issue, and could be a result of the communication cables not being secure. The high-speed serial channel (hssc) comm fault can also be associated with the large connecting cable that runs from the user interface module (uim) to the gas delivery engine (gde). The distributor was advised to go through the gas delivery engine and completely reseat all cable and try a different hssc cable assembly first. As of may 5, 2015, the distributor has not called back for further assistance with this ventilator.

Event description:
A distributor in (B)(6) reported intermittent "vent inop" on one of their ventilators. On the first occurrence, the vent inop was cleared by switching the ventilator off and switching it back on. At that time, the ventilator passed extended system testing, and worked fine for almost 3 weeks. On the fourth week, the ventilator displayed "vent inop" again, but did not pass extended system testing. No patient involvement.